Event description:
The caller stated that it goes forward and backwards but does not turn to any side. The caller initially stated that it was purchased from tag then stated that it was not purchased from tag and that the joystick was straight off the chair which is a golden technology wheelchair. The caller stated that there was no injury or property damage. The caller did order a shark joystick. Major model or item: consumer power; description: RMA-consumer power; serial number/ date code: not available; impact to end user or caregiver: no injury alleged; impact to device: consumer power wheelchairs; chronology: (B)(6) 2016 10:51 am (gmt-5:00) added by (B)(6), (B)(4): called and spoke to mr (B)(6) of (B)(6) on phone (B)(6). I asked if the malfunctioned joystick was shark or if the replaced joystick was shark. He firmly said he has no idea and that he can not remember. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).